Manufacturer narrative:
Coopersurgical inc is currently investigating the reported condition.

Event description:
Return path intermittent when testing and in patient care setting. Here for recall, RMA #(B)(4). Recall done. Follow-up: there was an issue with the return path on the unit. Sometimes it would function normally and sometimes it would not function at all. This issue was confirmed by testing and in the patient care setting. No patients were injured and I have no way of knowing if any procedures were delayed. From service & repair: any intermittent function could cause an incomplete procedure or possible harm to the patient. Repair order(B)(4).

Manufacturer narrative:
Investigation review DHR inspect returned samples *analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 04/17/2015 under wo# 171217 & 171216 and shipped on (B)(6)2015. Manufacturing record review: dhrs 171217 & 171216 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the unit was returned on RMA #327836. Visual evaluation: complaint unit was identified as a recall unit and processed accordingly. No additional evaluation is required as the issue has already identified this unit as a potentially affected. Functional evaluation: complaint unit was identified as a recall unit and processed accordingly. No additional evaluation is required as the issue has already identified this unit as a potentially affected unit. Root cause: the failure mode on other units was determined to be due to a lack of isolation from the cut signal when operating the coag function. This unit has been identified as a recall unit. Corrective actions the units' board (p/n 300788-r) was replaced with the latest revision under wo #315891 tested to specifications and returned to the customer. Additional corrections in regard to CAPA 744 was the release of ecn 24379, updating a test procedure, re-working relevant units in wip and recall 1216677-09-03-2021-003 was initiated. Train personnel *was the complaint confirmed? Yes.

Event description:
Return path intermittent when testing and in patient care setting here for recall, RMA #327836. Recall done follow-up: there was an issue with the return path on the unit. Sometimes it would function normally and sometimes it would not function at all. This issue was confirmed by testing and in the patient care setting. No patients were injured and I have no way of knowing if any procedures were delayed. From service & repair: any intermittent function could cause an incomplete procedure or possible harm to the patient. Repair order (B)(4). 1216677-2022-00035-1 quantum2000 electrosurg 909075 e-(B)(4).